Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the channel. Upon further follow up with the customer, the foreign material was identified as medical glue. The cause of the material remaining in the device could not be conclusively determined. There was no damage to the area where the foreign material was detected and olympus has not verified removal of medical glue by reprocessing as the use of medical glue is the user's responsibility. It is likely the release point may have been incorrect when the user injected the medical glue using an accessory. The event can be detected by handling the device in accordance with the following IFU: instruction manual bf-290 series operation manual "3.3 inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of foreign matter in the insertion tube was confirmed. Due to clogging of the tube; the tube cleaning brush could not be inserted. The following additional findings were also noted: foreign material in the suction port of the control section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that during reprocessing. It was noted, that their evis lucera elite bronchovideoscope had foreign material stuck in the instrument channel. There were no reports of patient or user harm associated with this event.